Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 64, indicating a haptic system error, persisted after multiple restarts, and the user reverted to backup therapy; the highest and lowest blood glucose during the incident were 218 mg/dl, and the out-of-range duration was 30¿45 minutes. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer support, troubleshooting, and education, review of use conditions, and arrangement for device replacement with return of the original unit for evaluation. Investigation of this device revealed a malfunction of the haptic feedback component consistent with a device hardware failure in the alert/notification subsystem. It was concluded that the cause was a component failure of the haptic system with an unknown specific root cause pending evaluation.